Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set fell off event on 20-may-2024. The infusion set was in use for less than 24 hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 2.